Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a shaft break occurred. The 91% stenosed target lesion was located in the mildly tortuous and severely calcified distal left circumflex (lcx). The lesion was pre-dilated with an unspecified 2.50x20mm balloon to 6-8atms for 6-7 seconds. While inserting the 2.50x20mm taxus liberte drug-eluting stent (des), the shaft of the device broke. The device was removed, and the procedure was successfully completed with another of the same device. No patient complications were reported with the patient's current condition listed as "good."

Manufacturer narrative:
Visual and microscopic examination of the device revealed that the hypotube had broken approximately 80.4cm distal from the catheters strain relief. This type of damage is consistent with excessive force being applied to the device. The device appeared to have been kinked at the point of separation. Therefore, the hypotube may have broken due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. Visual examination of the profiles of the device, including the crimped stent and the balloon, found no issues which could have resulted in a restriction occurring. A review of the shop floor paperwork found that the device met its material, assembly, and product specifications. The most probable root cause of this complaint is unknown.